Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while sectioning the rectum during a laparoscopy for rectal resection, they were able to press the green button, but when they squeezed the handle, it was very hard and it sounded ¿crunch¿ sound then the device did not fire. It placed some staples, but it did not move forward. The same result happened with the second handle with new reload. They opened another device to complete the case. Surgical time was extended for more than 30 minutes due to components of the device that needed to be assembled.